Event description:
The physician was removing the tube when it fractured. A piece, approx 3-4 cm long, was left in the pt's small bowel. A peg tube was placed. Pt had good bowel sounds and was being observed. A subsequent report revealed the tube was placed using permanent sutures instead of dissolvable sutures, thus the tube had to be removed surgically and that is how the tube fractured. The remaining fragment was removed surgically as well. The rptr stated there was no fault with the device. One pt involved.